Event description:
Subject (B)(6) initially randomized into the control group for the kc-002 trial and had the baseline visit to begin control treatment on (B)(6) 2006. Target ulcer was located on the left great toe. Per the kc-002 protocol, if a subject who was randomized to a control, does not achieve more than 50% of closure of their target ulcer from baseline to the end of the study (24 weeks), the subject can choose to receive the kc-002 treatment. Subject (B)(6) was granted an exception from the medical monitor on (B)(6) 2007 to re-enter the trial and receive the kc-002 device treatment. The subject completed the 12-week treatment phase without incident. When the subject was expected for the f/u f6/week 18 visit on (B)(6) 2007, the site was informed the subject was admitted into the hosp with infection of the target ulcer. Symptoms began on (B)(6) 2007. Antibiotics were prescribed. Culture and sensitivity of the target ulcer was positive for staphylococcus aureus and an MRI indicated osteomyelitis of the proximal phalanx and septic arthritis of the metacarpophalangeal joint. Amputation of the left hallux was performed on (B)(6) 2007 due to osteomyelitis. The subject was discharged on (B)(6) 2007. As of (B)(6) 2007, the incision is completely healed with no signs of infection.